Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify low battery alarm or verify replace battery now alarm due to display anomaly. The insulin pump was received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 142 mg/dl. It was reported that they did receive a low battery alert less than 10 hrs prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump was returned for analysis.